Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the previously reported DHR statement. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found the following: the connecting tube was returned in its original packaging. One of the lock levers is broken. The broken portion was not returned for evaluation. The pin inside the connecting tube is present and looks to be in good condition. The tubing was inspected and there are no signs of punctures on the tubing or signs of residue inside the tubing. Unable to perform any functional tests as the lock levers on the reprocessor side connector is broken. The device history record was unable to be reviewed for this device since the manufacturing date of the device is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The previous investigation results remain the same. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube was broken by external stress, could not be connected. As a cause of the external stress, the user applied force in incorrect direction. The event can be detected/prevented by following the instructions for use which state: ¿preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the connecting tube was broken and wanted to replace it. The issue was found during reprocessing. There were no error codes. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The connecting tube was under warranty and would be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.